Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that per patient medical records, patient had a revision or relocation of the interstim pulse generator back on (B)(6) 2019. Caller stated record included indication of urgency control. Moreover, patient medical records had a note stating, "we discussed relocating ins to lower position due to pain with bending". Caller indicated that note was from (B)(6) 2019 when patient was in office. Related pe (B)(4) - revision/first one in 2017.